Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's printed circuit board was contaminated with liquid. The ventilator was investigated on site by our field service engineer. According to service report a technical error indicating a communication error was found and moreover, liquid deposits was noticed on pcb pneumatic back-plane. Further investigation revealed that pcb pneumatic back-plane and pcb main back-plane modules were defective and in need of replacement. However, customer did not accept the quote for replacement nor has any part been returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The pneumatic back-plane is a interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. System ID (serial number), configuration, operating time, etc, is stored in an eeprom on pcb main back-plane . Thus, when replacing pcb main back-plane, a spare part that is factory programmed for the concerned system must be used. As the preventive maintenance time stamp will be reset when replacing pcb main back-plane, a new timestamp must be set via the biomed menu. In order to make this new time stamp correct, preventive maintenance must be performed.

Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).